Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified access set was leaking beneath the drip chamber. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction b5: two (2) clearlink system non-dehp soln sets (reported as quantity one on initial). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and observed a leak between the assembly of tubing into drip chamber. Due to the nature of the sample, no further evaluation could be performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.